Event description:
Patient reported "a breast implant complaint". Subsequently, physician reported "implant rupture" device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported "a breast implant complaint". Subsequently, physician reported "implant rupture" device has been explanted. This relates to the right side.